Event description:
It was reported that a couple of days after the surgery the patient present bleeding.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection found the front bezel was cracked and the lid was scratched and worn. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. The patient's compliance to post op instructions. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.